Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia which did not require treatment. The customer reported a blood glucose value of 32 mg/dl. The customer reported the following led up to the event was no troubleshooting was identified. The customer stated that the insulin pump had scratches on the screen, battery life was too short, battery error, and rejected 3 sets of batteries in a row. The customer stated there was a crack from power button down. Buttons need to be pushed multiple times. The center button has a scratch from nails. The clip superglued on the back, wasted 30 units due to the clogged tube could not load bolus. Then overdosed the patient by giving a double dose. Troubleshooting was not performed. The event involved product(s) mmt-242a, mmt-332a, mmt-1780kpk. The customer reported pump was dropped/bumped and/or the pump has possible physical or cosmetic damage. The customer reported a short battery life or a low battery alarm. The customer reported receiving a battery failed alarm. The customer reported low blood glucose. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. No further patient complications were reported. No product return was required for mmt-242a. No product return was required for mmt-332a. No product return was required for mmt-1780kpk.